Event description:
The customer reported to olympus, the flex 3d deflectable videoscope had no image. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a damaged charged coupled device sensor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the no image event was due to fluid invasion and/or damage of master connector case which resulted in the cahrged coupled device sensor failure. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image" in addition, the following non-reportable malfunctions were found during the device evaluation: the distal end had a leak, the master connector case was cracked, the bending section cover glue was worn out, and the master plug unit was cracked. Olympus will continue to monitor field performance for this device.